Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2023. H.6. Investigation summary: four sealed samples and one photo were provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defect. Upon examination of the returned photo, it was observed that the stopper was disconnected from the plunger and was inside the syringe. Potential root cause for the stopper not seated on plunger defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2304034. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd¿ luer slip tip syringe sterile, single use, the needle does not properly connect. There was no report of patient impact. The following information was provided by the initial reporter: the needle is not connecting properly.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Initial reporter facility name: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ luer slip tip syringe sterile, single use, the needle does not properly connect. There was no report of patient impact. The following information was provided by the initial reporter: the needle is not connecting properly.